Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing non-sustained oversensing and decreased sensing on the rv lead due to lead dislodgement. Patient was asymptomatic. Lead was extracted and replaced. It was noted that the patient experienced pneumothorax during the procedure but was stable throughout. Patient was stable before, during and after the procedure.